Event description:
Reportedly, after firing, the instrument could not be opened. The approximating knob at the rear of the instrument kept turning and the instrument did not open. The colostomy takedown could not be completed.